Event description:
The customer reported the system was very slow to send images and freezes up. This is a post processing issue regarding image archiving and images are stored on the system. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to working as intended and put back into service.